Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) issued red alerts for a high right ventricular defibrillation lead pacing impedance and high shock lead impedance. These alerts occurred prior to implant. Recent measurements have been within normal limits. A boston scientific technical services (ts) consultant discussed that the ICD was likely taken out of storage mode and did daily measurements into open ports. Resetting clinical events so that new ones can be delivered was recommended. No adverse patient symptoms were reported. Subsequent information indicated that this device was explanted and returned for normal battery depletion.